Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown. The Device operated as expected and the event was not Device or therapy related. The healthcare provider confirmed that the cause of death was identified and reported "MOV"; no additional information regarding the specific cause of death was provided.